Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis on (B)(6) 2025. The patient reported that a liquid spill occurred on their personal diabetes manager, rendering the controller non-functional. The patient did not confirm the availability of an alternative insulin delivery method. The patient's blood glucose levels reached 570 mg/dl while wearing a pod. Symptoms reported include fatigue and vomiting. The patient was intravenous fluids. The patient was discharged from the hospital (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Lockdown: cloud - omnipod 5 software app version 3.1.1. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l, cloud - cgm sensor type: unavailable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.